Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted this device was returned in its sealed packaging and had never been implanted. The device could not be interrogated, as reported from the field. The device case was opened to facilitate inspection and testing of the internal components. Upon opening the device case, it was noted an internal component had become loose from the hybrid assembly. Evidence indicated this part became loose due to physical force exerted on the device.

Event description:
It was reported that this pacemaker was unable to be interrogated as the device was in a safety mode status. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated as the device was in a safety mode status. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated as the device was in a safety mode status. This device remains in service. No adverse patient effects were reported.